Event description:
Pt had open reduction internal fixation on 10/31/1998. Had intermittent 3 degree artrio-ventricular block post-operatively and decision to place permanent pacemaker. Surgeon attempted to place leads. Had great difficulty in doing so. During process pt became progresively tachycardiac / tachypneic and arrested. Cardiopulmonary resuscitation/advanced cardiac life support protocol initiated. Autopsy revealed cause of death as cardiac tampondade due to right ventricular puncture consistent with pacemaker lead placement. Autopsy findings also included evidence of long-standing hypertensive cardiovascular disease, and the myocardiogram was soft and slightly friable.